Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the device revealed that the fiber tip does not exhibit signs of usage and breaks/fractures. The fiber is broken within the white tubing at 12.75 cm from the control knob, between the connector and control knob. The fiber was tested with hene laser fixture, aim beam is present at location of the break. The white tubing does not exhibit signs of melting at the break. The optical surface, connector segments, and tabs appear in good condition and secure. The fiber connector passed the signature verification fixture test. An evaluation conclusion code of cause not established was assigned to this investigation as the cause of the break cannot be determined.

Event description:
Analysis of the device found that the fiber is broken within the white tubing at 12.75 cm from the control knob, between the connector and control knob. There were no clinical consequences to the patient.